Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported needle breaking off in site and also vials. Denied reuse. Found 8 needles to break 4 of them in site the other 4 in her vials. Consumer received 1 xray in (B)(6) for one of the needle breaks. The nurse was able to wiggle it out of site. The doctor stated if happens again to wait they will wiggle out on their own. Consumer stated she is very overweight. Might have another 3 needles in her. Lot#: 3065231, catalog#: 328509, date of event unknown: 7, date of event unknown july or august 2025 = 1 syringe needle broke off in site, date of event 11 dec 2025 = 1 syringe in vial - returning with mail kit along with 1 unused syringe from this bag. Sample status awaiting sample. (B)(6) on (B)(6) 2025: clarification. Case (B)(4) update. Date of event - dec 11, 2025, has lot#: 3065231 only and with 1 syringe needle break in vial. All other events and lot number are unknown. All are from the same catalog number: 328509.